Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was placement difficulty with the right ventricular (rv) lead. Left sided access could not be obtained so the implant was moved to the right side. Multiple positions of lead resulted in poor sensing with decreased r-wave amplitude and undersensed r-waves, high lead impedances or high pacing thresholds. The physician suspected the lead was faulty so the lead was removed. A new lead was placed in a different position previously not attempted with the first lead that which resulted in acceptable numbers. No patient complications have been reported as a result of this event.